Event description:
Complainant alleged that during training by the facility staff, the device displayed a "cannot charge" message. Complainant indicated that their was no patient involvement in the reported malfunction.